Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient fell in (B)(6) 2022 and knocked the interstim out of the position it was put by the surgeon. (B)(6) 2021 patient had got a bad sinus infection. This went on for about three weeks. Patient had been on two antibiotics. The ears nose and throat doctor did a culture and it came back with a staff infection in nose. Patient had to have surgery on their nose twice to be cleaned out. Patient decided to start doing some house cleaning and stood on chair and got wobbly and light headed and fell. Patient was bruised and red because they fell on a cupboard door where the stimulator is. Thedoctor did an x-ray of the interstim system. They said, the whole thing needs to be taken out and put back in. The doctor wants to take it out and put it in 3 months later. Patient wants to know if that is the doctor's protocol or medtronic. Patient said the system is working a little. They are afraid they're going to be in a lot pain if they don't have the system for three months. Patient said they have the implant for int erstitial cystitis. Patient is still taking antibiotics to get over the sinus infection. They have been taking them for 9 months. Patient is going to ears nose and throat doctor today. Doctor said it was ok to get the interstim replaced and didn't have to wait. Tr oubleshooting explained to the patient that they couldn't comment as the device is not approved for interstitial cystitis, and that the time of removal and replacement is a medical decision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had their device removed. Since having the device removed the patient has had a lot of bladder pain and oab symptoms. Patient wants to get the device put back in.